Event description:
It was reported that during a stent procedure in a calcified rca, the stent became stuck in the calcified stenosis. The balloon was inflated and the system pulled proximal to deploy the proximal portion of the stent. The pt reportedly did very well. Efforts to obtain additional procedural details were unsuccessful.